Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee) imaging. It was noted on pre-case day tee imaging done at a different facility, that the patient had a pe at baseline in a different area of the heart. Pre-index procedure tee imaging was not performed. Venous access was obtained. Versacross fixed transseptal kit was used for transseptal puncture. A watchman fxd double curve access system (was) was inserted and positioned at the laa and a 27mm watchman flx pro closure device and delivery system (wds) were advanced, deployed, and did not meet release criteria after 3 full deployments, so it was removed. A 31mm wds was inserted, deployed, and implanted in the laa. Prior to removing the tee probe, a final sweep revealed a small effusion without clinical effect was noticed. The patient remained stable, and the physician could not determine if the pe was new or baseline. The procedure was concluded, and the patient was sent to recovery, where the plan was to reassess the pe in thirty (30) minutes via echocardiogram. It was further reported the patient remained stable, with no management required and the patient was discharged.

Manufacturer narrative:
B5: information added.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee) imaging. It was noted on pre-case day tee imaging done at a different facility, that the patient had a pe at baseline in a different area of the heart. Pre-index procedure tee imaging was not performed. Venous access was obtained. Versacross fixed transseptal kit was used for transseptal puncture. A watchman fxd double curve access system (was) was inserted and positioned at the laa and a 27mm watchman flx pro closure device and delivery system (wds) were advanced, deployed, and did not meet release criteria after 3 full deployments, so it was removed. A 31mm wds was inserted, deployed, and implanted in the laa. Prior to removing the tee probe, a final sweep revealed a small effusion without clinical effect was noticed. The patient remained stable, and the physician could not determine if the pe was new or baseline. The procedure was concluded, and the patient was sent to recovery, where the plan was to reassess the pe in thirty (30) minutes via echocardiogram.